Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the procedure the right atrial (ra) and left ventricular leads dislodged. The leads were both explanted and only the ra lead was replaced. No patient complications were reported as a result of this event.